Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted an observational hospitalization (<24 hours) and antibiotic therapy. Causality was attributed to an unspecified touch contamination event. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Enterococcus faecalis is part of normal human intestinal flora.based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an unspecified infection and was being treated with an antibiotic. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (date not provided) with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1900 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with cefepime and vancomycin (dose, route, duration, frequency not provided), and the peritoneal effluent culture result returned positive for enterococcus faecalis. The patient was reportedly discharged home <24 hours after presenting to the emergency room. The pdrn reported the patient is recovering from the events, and attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Event description:
A patient contact reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an unspecified infection and was being treated with an antibiotic. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (date not provided) with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1900 mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated with cefepime and vancomycin (dose, route, duration, frequency not provided), and the peritoneal effluent culture result returned positive for enterococcus faecalis. The patient was reportedly discharged home <24 hours after presenting to the emergency room. The pdrn reported the patient is recovering from the events, and attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.